Event description:
During a site visit, it was observed that a pt exam was renamed and saved using another pt's name. Both pts had the same last name. The hcp had entered the same medical record number for both pts.